Manufacturer narrative:
The pump was received with missing retainer, missing o-ring, broken reservoir tube lip, minor scratches on case, cracked select button keypad overlay, minor scratches on keypad overlay and minor scratches on lcd window.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment and had cracks on enter button. It was reported that the pump had scratched screen. The customer's blood glucose level was unknown. It was reported that the pump would be replaced and returned for analysis.